Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Detached needle caps; found on routinely check-ups.

Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned two photos for evaluation. Reference pic 1_tc # 20038819 and pic 2_tc # 20038819. Visual inspection of the photos revealed one photo of a lidstock and one photo of a 15mm needle. The needle was observed to be missing its guard and it was protruding through the packaging. The customer returned one ez-io 15mm needle set for evaluation. Visual inspection of the unopened kit confirmed that the needle guard was completely removed. There were two holes observed in the packaging; the sterile barrier was compromised. This failure mode is likely related to the design of the kits packaging. The kit was opened , and the needle guard was reattached to the needle. The guard fit snug and required moderate force to remove. The attached certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 03/2020 and is approximately 1 year old. A CAPA is in process to further investigate the issue of the needle cover becoming detached. The complaint of a guard becoming removed from its needle while still in the kit was able to be confirmed by a complaint investigation of the returned sample and customer photos. The returned unopened kit was confirmed to contain a needle with its guard removed. Puncture holes were also found in the packaging. The likely cause of this complaint is the package design. A CAPA is in process to further investigate the issue of the needle guard becoming detached.

Event description:
Detached needle caps; found on routinely check-ups.